Manufacturer narrative:
(B)(4).

Event description:
Clinician inserted midline through peel away sheath introducer. When she went to peel the sheath introducer, one of the white handles broke off. Clinician was able to pull the midline and sheath introducer back and safely peel away the sheath. The user was able to remove the whole peel away sheath introducer.

Event description:
The customer reports: clinician inserted midline through peel away sheath introducer. When she went to peel the sheath introducer, one of the white handles broke off. Clinician was able to pull the midline and sheath introducer back and safely peel away the sheath. The user was able to remove the whole peel away sheath introducer.

Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath and lidstock for evaluation. The returned sheath was torn in half along the score line. On one half of the sheath body, the sheath tab was separated. Examination of the tab revealed a small portion of sheath body, indicating the sheath was correctly assembled. The separated portion of the sheath body was twisted and jagged, indicating undue force caused the separation. 75 mm of the sheath body was separated from the returned sheath tab. A device history record review was performed with no relevant findings. The IFU provided with this kit instructs the user to advance sheath/dilator assembly with a slight twisting motion to help sheath advancement. The customer report of sheath tab separation was confirmed by complaint investigation. The returned sheath tab was separated from the half of the sheath body. The sheath tab contained part of the sheath body; the points of separation were rough/jagged, indicating undue force caused the separation. A device history record review was performed with no relevant findings. Based on the sample received, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.